Manufacturer narrative:
E.1. Initial reporter facility: lecom medical center and behavioral health pavilion a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer found that the tip of the red emergency release lever was broken off, which prevented the inseparable magnet from properly aligning with the drawer close sensor. The engineer removed the broken piece and performed proper alignment protocols on the inside rear chassis to resolve the issue. Furthermore, the engineer inspected the remaining drawers and adjusted them as needed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es whole drawer failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.